Event description:
It was reported that during the treatment of a baby the incubator working height decreased about 5 to 10 cm suddenly.

Manufacturer narrative:
The possible reason that could have caused a reduction of the incubator working hight could have been a defect of the high adjustment. This kind of high adjustment involved in the event operates with a pneumatic drive that was never sold in the USA. The us versions of the high adjustment operates with an electronic drive. Nevertheless drager intensively investigated the high adjustment of this incubator. The high adjustment was within specifications and the event was not caused by a device failure.